Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000092892. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced insufficient pain relief. Investigation was unable to identify which lead attributed to the issue. Patient underwent surgical intervention at an unknown time wherein the system was explanted to address the issue.